Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Requested but not returned by hospital.

Event description:
Patient underwent a knee revision procedure approximately fifteen years post-implantation due to instability. The bearing was removed and replaced.